Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Although it was initially perceived to be implant late loosening, all the implants were solidly fixed in bone.

Event description:
The patient had left side si joint arthrodesis in 2018 where three implants were installed. A radiologist thought that the implants may have been loose. The patient later reported to a different surgeon with a recurrence of si joint pain symptoms. The surgeon decided to remove all three ifuse implants. In (B)(6) 2020, the surgeon performed a revision procedure where he removed all three implants. Chisels were required to remove the implants as they were all solidly fixed in bone and did not appear to be loose. The explant voids were filled with bone graft. According to the surgeon, the patient is feeling well following the revision procedure.